Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted and the right atrial (ra) lead was capped due to infection of the left pectoral side. A new ICD was implanted on the right pectoral side. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.